Event description:
Illness and injury caused by a 3m filtek sp (espe) dental filling application that commenced shortly after the procedure ended. The product contains (B)(4). My illness and injury includes but is not limited to severe, non-viral and non-bacterial (no temperature increase), heavy phlegm that continued for months before slowly tapering off. The most serious injury was and remains sharp spikes of pain in the skull/brain and eye sockets. The skull pain remains sharp and is slowly tapering off in the number of events months later. After doing some research, the concern was and remains long term brain damage including alzheimer's and cancer from (B)(4) poisoning. Reason for use: dental filling.